Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast reconstruction surgery with an unknown tissue expander breast implant, experienced left sided deflation post procedure. The report indicated that the tissue expander with a hole at the seam ¿it was inspected and found to have a crack along the seam of the lateral area where the port of the expander attached to the thinner area of the expander¿. The expander sent to pathology.¿. The patient ultimately lost her reconstruction attempt this time. As a result, patient underwent bilateral replacements as follow: left replaced with cat#: shpx790 / sn#: (B)(4), and right replace with cst#: shpx755 / sn#: (B)(4) on 6 2021.